Manufacturer narrative:
The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch # mw5160307 received 01november2024. Iabp continued to alarm for gas loss which led to the balloon not inflating. Alarm would intermittently self-resolve or would require iabp to be put in standby mode to get the balloon to inflate properly.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1 (contact person ¿ mfg site), g3, g6, g7, h2, h6 (type of investigation, component codes, investigation conclusions), h11 corrected feilds: d7a no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no: (B)(4).

Event description:
N/a